Event description:
It has been reported to philips that the footswitch did not work. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned/non-emergency treatment procedure. The procedure continued as planned after a delay by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the wired footswitch exposure microswitches were defective. The fse regulated the microswitches which temporarily resolved the issue, though the footswitch issues eventually returned. The customer ordered a replacement footswitch but was out of a service contract, so no replacement was done. No further repairs were done by philips and no further information was received from the customer. The codes were updated based on the investigation outcome.